Event description:
It was reported that a patient who had a 4 level fusion with n spine above the rod broke. We thought that the fusion segment below was probably too long, l2-s1, and that the dynamic level failed for that reason. There is no additional information available.

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.